Event description:
The customer returned the device stating, "the pump latch lock was too sensitive during testing". During device evaluation it was found the defective latch lock sensor.

Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective latch lock sensor. The latch lock sensor was changed to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.